Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, the cartridge o-ring was missing and the customer confirmed an o-ring was located on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin therapy. Customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Follow-up correction: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.